Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the suture was detached and the bands could not be deployed. There was no difficulty in setting up the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband device with the velcro strap and the ligator head for analysis. Visual examination of the device found no issues with the velcro strap, the handle assembly and the ligator head teeth. The crimp was present on the trip wire. All bands were present on the ligator head. The first band was moved out of its position. The trip wire was bent in several locations and the suture was broken in the suture loop. The trip wire was partially rolled in the handle and was secured in the handle assembly slot upon receipt for evaluation. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. Based on the evaluation of the returned device, these failures are likely due to manipulation or handling of the device during the procedure which impacted the band deployment activity and the suture breakage. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the suture was detached and the bands could not be deployed. There was no difficulty in setting up the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.